Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the registration for t2-t4 failed as point registration had an error metric of 3.5 mm and surface merging was 1.2 mm. Registration re-attempted on t2-t4. Point registration attempted twice without success. A hook was used without the use of navigation to resolve the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. The system then passed the system checkout and was found to be fully functional.